Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that emeraldc30 unfolder cartridge tip was observed crack prior to iol (intraocular lens) insertion. Product is expected to return. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: visual inspection revealed residues of viscoelastic were observed on the cartridge that indicated that the unit was handled and prepared for surgical used. There were stress marks observed at the cartridge tip which are typically a condition when the lens passes through the cartridge. The complaint reported as tip deformed was not verified. Manufacturing record review: the manufacturing purchase orders were evaluated, and no deviations were found during this process. Units were processed and inspected according to established procedures. There are no discrepancies found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. Historical data analysis: a search on the catsweb system performed revealed seven (7) additional investigations request but product deficiency was not identified. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.